Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported there appears to be burn marks under the meter display. Patient stated that the burn mark appeared to get bigger. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. There were no signs of smoke, melting or burning on the returned meter. The reason for the meter not powering on is still under investigation.